Event description:
Device issue: detached guide wire tip. Time of device issue: during use. Adverse event: none. It was reported that the guide wire tip (about 3.5 cm) was nearly broken off (detached) during the procedure. The guide wire tip was lost when the device was returned to the company representative. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.